Event description:
The lay user/pt contacted lfs on 12/30/2009 alleging erratic readings on the pt's one touch ultra meter. A medical surveillance specialist (mss) spoke to the pt on 01/04/2010; however, the pt refused to answer any clinical, f/u questions. The pt mentioned that on the morning of event, the pt had been feeling dizzy. She tested her blood glucose and obtained a reading of 400 mg/dl and another result of 500 mg/dl. The pt did not seek any medical attention or contact her physician for assistance. The pt mentioned to mss that those readings were high and that she usually obtains readings in the "200's". The pt refused to provide mss how long the symptoms and what kind of readings she had obtained the night before the event. The products were replaced. The complaint is being reported since the pt alleged that she had obtained elevated readings and had symptoms suggestive of low blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.